Event description:
It was reported a spectrum pump had system error 105. It was also reported there was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported system error 105 could not be reproduced, but was confirmed through review of the event history log. This condition was determined to have been caused by a freed pole clamp adaptor screw due to a lack of thread locker. The screws were replaced.